Event description:
Pt developed sudden onset chest pain. EKG changes suggestive of ischemia. Referral for emergent catheterization in light of acute coronary syndrome. Pt found to have occlusion of the circumflex. Moderate disease of the lad, and right coronary artery about 30-40%. Direct angioplasty and stenting of the circumflex with excellent angiographic results. Reopro drip was used. Use of 6 f perclose to close the right femoral artery access site. Perclose failed. 6f angioseal used to close the right femoral artery access site. Pt developed baseball size firm hematoma requiring hand held pressure. Femstop applied and remained in place for extended period of time (14.5). Pt with cold pack to groin area, on flat bed rest with right leg straight. Dressing remained dry and intact.